Manufacturer narrative:
Qn#(B)(4). The customer report of an extension line leak could not be confirmed through investigation of the returned sample. The customer returned one 3-l cvc for analysis. Signs-of-use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed no obvious defects or anomalies. No leaks were observed anywhere on the catheter body or the extension lines. The catheter body length measured 167mm via calibrated ruler which was within the specifications of 157-177mm per product drawing. The proximal extension line outer diameter (od) measured 0.0867" via calibrated caliper which was within the specifications of 0.084"-0.088" per product drawing. The proximal extension line inner diameter (ID) measured 0.057" via calibrated pin gauge which was within the specifications of 0.055"-0.059" per product drawing. This indicated that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions-for-use (IFU) which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. The returned catheter was then leak tested per bs en iso which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester (leak tester: ref-002902) and pressurized to 300 kpa for 30 seconds (timer: ref-003150). No leaks were observed from any region of the catheter. A manual tug test confirmed that all extension lines were secure within their respective luer hubs. The instructions-for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Based on the customer report and sample received, no problem was found on the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The complaint is reported as: "cvc proximal port found to be leaking on (B)(6) 2023 at 1850 by rn when she attempted to attach tpn to it. After attachment, there was leakage of the white lipids at the insertion site. After finding such, the tpn was stopped, and line was clamped. Later in consultation with the resident doctor at the time, orders were given to not use the proximal port and continue using the medial and distal ports (those ports were still flushing well with brisk blood drawback). Night rn switched the tpn over to the medial port and clamped the proximal port. Since then, the proximal port has been unused and usage of the other two ports continued for medication administration. On days, decision was made by the medical team to re- wire the line and replace the cvc. After replacement, the faulty cvc was retained, and it will be sent to for investigation. Impact of incident: re-wiring of the central line; no harm to patient."

Event description:
The complaint is reported as: "cvc proximal port found to be leaking on (B)(6) 2023 at 1850 by rn when she attempted to attach tpn to it. After attachment, there was leakage of the white lipids at the insertion site. After finding such, the tpn was stopped, and line was clamped. Later in consultation with the resident doctor at the time, orders were given to not use the proximal port and continue using the medial and distal ports (those ports were still flushing well with brisk blood drawback). Night rn switched the tpn over to the medial port and clamped the proximal port. Since then, the proximal port has been unused and usage of the other two ports continued for medication administration. On days, decision was made by the medical team to re- wire the line and replace the cvc. After replacement, the faulty cvc was retained, and it will be sent to for investigation. Impact of incident: re-wiring of the central line; no harm to patient."

Manufacturer narrative:
(B)(4).